Event description:
It was reported that following a thyroid tumorectomy, the patient presented with ¿glottic edema, the emg tube could not be extubated on that very day; the patient was taken to the ICU for observation, and extubation was performed the following day.¿ it is unknown whether the tube contributed to the edema. The reported product was continued to be used and the procedure was completed. Intervention was performed since the patient¿s swelling would not allow the user to extubate the emg tube, and the patient had to go to ICU for a day to allow the swelling to do down, that is considered medical intervention. Additional information, on follow up ,there was no manipulation and repositioning required during the procedure to remove the tumor. When attempting to remove the tube following the procedure, the air was completely removed from the cuff before attempting to extubate. The tube was not able to be removed on the day of the surgery due to the patient's vocal cord edema. No additional interventions was performed to resolve the edema, it resolved on its own during the patient¿s observation in the ICU. The extubation was performed other day because it could not be performed during the day of the operation, the hospital staff needed to wait until the patient's vocal cord edema became better. After medical safety review task :the event and its severity are not related to the device, they are known inherent risks of thyroid procedures. The information obtained indicates that the device(s) performed as intended in this case; they did not cause the reported outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis found that visually, emg tube was returned in a plastic zip lock bag. There was a biological contamination all over the tube. A portion of the wire harness was cut from the emg tube when returned. The ends of harness wires were stripped and exposed by removing a small piece of red and blue insulation for continuity check. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 2.9 ohms, red (with clear tube) 2.5 ohms, blue 2.7 ohms and blue (with clear tube) 2.8 ohms. Functionally, syringe was used at 20cc of air to inflate/deflate the cuff (no issues). Nim console test could not be performed due to portion of wire harness being detached from the tube. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint (due to physical damage). H6:previous codes b20,c20 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.